Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level requiring family member to call emergency medical services (ems). Low bg cause was not known. Customer declined troubleshooting with tandem technical support and declined to provide further information.